Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and all available information was investigated. The reported clip actuation issue was not confirmed as the returned clip opened smoothly. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the clip actuation issue. The returned device analysis was unable to replicate the clip actuation issue. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficulty opening the clip, which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The steerable guide catheter (sgc) was advanced into the patient anatomy. The clip delivery system (cds) was inserted into the sgc, advanced to the mitral valve and positioned. Several unsuccessful attempts were made to fully open the clip. Since it could not be opened successfully, the cds was removed and replaced with a second device. The procedure continued, with implantation of two clips. The mitral regurgitation was reduced from grade 4 to grade 2. No additional information was provided.